Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2020, the patient presented with having had dark stool for the past three days and was found to have anemia. The patient was given 1 unit of packed red blood cells (prbc). The patients hemoglobin (hgb) upon arrival was 7.6 g/dl, which continued to fall to 7.0 g/dl on (B)(6) 2020, and the patient was given 1 additional unit prbc that day. The patient also underwent esophagogastroduodenoscopy (egd) and push enteroscopy on (B)(6) 2020, which found 1 bleeding mucosal break in duodenum and treated with argon plasma coagulation (apc) and one clip to achieve hemostasis. The patient was discharged (B)(6) 2020. Warfarin restarted (B)(6) 2020. The event reported to have resolved without sequelae on (B)(6) 2020.